Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a 25mm biological valve was placed under consideration for a valve-in-valve (viv) procedure due to bioprosthesis calcific degeneration leading to stenosis after ten (10) years and eight (8) months. The patient was experiencing shortness of breath and symptoms related to valve insufficiency. A sapien 3 was planned to be implanted within the edwards surgical valve. As reported, the patient was in stable condition at that moment.

Event description:
Edwards received notification that this 76-y-o patient with a 25mm biological valve underwent a reintervention for a valve-in-valve (viv) procedure due to bioprosthesis calcific degeneration leading to stenosis after ten (10) years and eight (8) months. The patient was experiencing shortness of breath and symptoms related to valve insufficiency. A 26mm sapien 3 was implanted within the edwards surgical valve. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.